Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was between 300 mg/dl and 400 mg/dl at the time of the incident. Customer was swimming. Customer¿s mother also reported that the cannula was bent on one side. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.